Manufacturer narrative:
The insulin pump alarmed button error and no button response due to corroded keypad traces. The insulin pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and alarm could not be cleared. Customer stated that the only moisture the device was exposed to is when he was working and was sweating. The device has not been bumped or dropped. Blood glucose value was 77 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.